Manufacturer narrative:
Date received by manufacturer, corrected data: follow up report #1 inadvertently listed 04/09/2019 instead of 04/26/2019, and the report was a correction only report.

Manufacturer narrative:
Adverse event and/or product problem, corrected data. Initial report inadvertently reported event as a malfunction, instead of a serious injury, although there was no indication or allegation of a device malfunction. Type of reportable event, corrected data. Initial report inadvertently reported event as a malfunction, instead of a serious injury, although there was no indication or allegation of a device malfunction.

Event description:
It was reported that a patient went into cardiac arrest and was admitted to the hospital. No details were provided on what occurred except that the patient was intubated. The physician was concerned that the patient's vns may have been damaged during the code process. No additional, relevant information was received to date.